Event description:
The director of respiratory care services reported the following: the patient came in via ER and was unstable and was intubated. The patient was taken to the cath lab and the ventilator was placed into use on the patient. The ventilator was in use for a few minutes when it reportedly shut down. The patient was removed from the ventilator and placed on another ventilator. There was no patient harm. A test lung was put on the ventilator and it was placed into normal vent mode operation. After approx. 3 hours, the ventilator reportedly shut down. It was powered off and on and after a few more hours reportedly shut down again. The customer was then unable to power it on again. The ventilator was not powering off - the on/off switch was in the on position when it "shut down", and needed to by cycled off and on each time it reportedly shut down. He reported there was no vent inop indicator and the ventilator did not alarm when it shut down. Manufacturer's service technician confirmed that the ventilator would not power on. The power supply was replaced to correct the finding. Final testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Na